Event description:
It was reported that during an attempted implant the septum came out of the setscrew. It was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of set screw issue was confirmed. Inspection revealed that the sj4 (v) septum was reversed and the lv septum was damaged. The cause of the set screw issue was due to no medical adhesive applied to the sj-4 septum after a re-work procedure, resulting in the sj4 septum separation from the header.